Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: visual inspection revealed that there was moisture in the display lens. There was no damage to the battery compartment or returned battery cap. The audio bolus button was found to be missing from the pump. During testing, the pump powered on with audio tones and vibrations functional but the display was blank. A leak test was performed and a bolus button leak was found. The pump case was removed and internal moisture damage was observed inside the pump. The complaint that the pump had no power was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.